Manufacturer narrative:
A bsc crm technical services consultant reviewed the faxed in data and stated that the strips do appear to show intermittent crosstalk (vs in response to a pace). Strip reports r-waves of 20mv with ventricular sensitivity of 2.5mv. The consultant recommended reprogramming the ventricular sensitivity to 5 or 10mv and retest. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was subsequently removed from service. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (bsc) crm received information that strips from this pacemaker are showing suspected crosstalk as it looks as though ap shows up on the ventricular channel as a v sense. All measurements look good and the patient is asymptomatic. The caller did note that the patient is post valve replacement and is not up yet.